Event description:
The customer reported to olympus medical the evis exera iii video system center did not relay an image. The customer reported the device issue was identified during testing and there was no patient injury and no delay of the diagnostic gynecological procedure.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image displayed due to a bent front socket pin. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Corrected data: h4 (the correct device manufacture date has been provided) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent front socket pin/video connector pen could not be identified. Olympus will continue to monitor field performance for this device.